Event description:
Received a lens implant card from the facility for a cc4204a collamer aspheric single piece lens that indicated the lens was "taken out". The facility reported a vitrectomy was performed and the second choice lens was used. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch will be submitted.

Event description:
Additional information received - the surgeon stated the patient had a round hole in the capsule, possibly due to a congenital defect. The lens was opened, taken out of the vial but not used. There was no patient contact. The lens was probably discarded by the facility. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, (no malfunction of lens). (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4) - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.